Manufacturer narrative:
Evaluation summary: : the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported, via product return, that the "lens inserted into eye but didn't fit. Vitrectomy performed". The lens was inserted fully in patient's eye and removed. The lens was replaced with a different lens model. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Associated products were not provided. Additional information indicated two different viscoelastics were used. No other details were provided. The root cause could not be determined for the reported lens inserted but did not fit vitrectomy. Lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).